Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report#1627487-2016-02033, reference MFR report#1627487-2014-01440, reference MFR report#1627487-2014-01441. Analysis of the patient's explanted leads found a defect which may have attributed to the reported allegation of frequent charging required. Therefore (device 3 and device 4) are being submitted for leads.